Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 8mm from the tip and is approximately 2mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon which would cause a leak.

Event description:
Reportable based on device analysis completed on 18-nov-2021. It was reported that balloon leak occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified tibial artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, evidence of contrast leaking out of the balloon was noted. The device was removed and the procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed a balloon rupture.